Event description:
It was reported during inspection for use, the ceramic tip was damaged on the subject device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following field was corrected: b5. The following fields were updated: d2a, d9, h2, and h6. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use, the ceramic tip of the inner sheath was damaged. There were no reports of patient involvement.